Event description:
New information received noted that the right ventricular lead had re-occurring noise leading to pacing inhibition. The lead was explanted and replaced. The patient condition was stable post-procedure.

Event description:
It was reported the right ventricular lead was oversensing noise. There was no known intervention. There were no patient consequences.